Manufacturer narrative:
Additional information received; it was noted that the patient had moderate to severe neck thrombus, mild proximal neck calcification and a short renal to bifurcate length. It was also noted that the patient had a type ii endoleak on the final angiogram at the index procedure. The urinary retention was assessed by the sponsor to have a causal relationship to the study procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: unknown, use by date: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used in the endovascular treatment of the patient on. An endurant stent graft system was also implanted on the same date. It was reported during the index procedure that a type ia endoleak was observed in the endurant and 6 heli-fx endoanchors were implanted to treat and resolve the endoleak. It was reported the patient had urinary retention post operatively and this was determined as most likely related to the index procedure. The patient¿s creatinine was increased and experienced slight mental confusion. The event was resolved approximately 6 days post the index procedure after the placement of a foley catheter. No additional clinical sequelae were reported and the patient will be monitored.